Manufacturer narrative:
The returned device was evaluated and confirmed to have galling at the inner/outer blade tip surfaces. The straightness of the blade was evaluated through tube runout and it was observed that the inner blade runout was measured to be .0364" and the outer blade runout was measured to be .0804". Both blades are confirmed to be bent beyond the tube straightness requirements. The shedding was ultimately caused due to excessive lateral load. No further investigation is necessary at this time. A review of the device history record was performed which confirmed no inconsistencies. After evaluation a root cause for the reported incident was found to be user error. (B)(4).

Event description:
During a knee arthroscopy procedure, it was reported that the blade was used to resect tissue. Metal shedding from the bur was evident intra-articular. Suction was used to remove the particulate. A two minute delay and no patient injuries were reported.